Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, where they were instructed to connect the pump to a power source, successfully turning it back on. Although a malfunction code appeared, the pump was reset and the malfunction did not recur. The customer was advised that they could continue to use the pump and to reach out if the issue occurred again, which they acknowledged and understood.